Event description:
It was reported to baxter (B) (4) that a baxter ce infusor lv over infused during pt use. There was no report of pt injury and no medical intervention was necessary. It is unk wheat drug was being infused. No additional info is available at this time.

Manufacturer narrative:
The device is available for eval; however, has not yet been received. Should the device be received, a follow-up report will be filed upon completion of the evaluation or if additional info becomes available. (B) (4).